Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The ent and cranial programs both start and run normally. No unresponsiveness or out exiting was observed. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system became unresponsive after it was being used for a few hours. The site tried to test the software as it was exciting and it displayed no signal message. There was less than an hour delay in the procedure. No impact on patient outcome.